Event description:
According to the nurse, when inserting the fistula needle into the pt, blood started to leak from the hub. The nurse immediately removed the fistula needle and when pressing on the site, the pt was bleeding. The nurse noted that the needle cannula was still in the pt's arm. The needle was immediately removed.